Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer pressed the wake button multiple times and applied more force to the button to resolve the issue. The customer continued to use the pump for insulin therapy.